Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 5, which was not resettable. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to switch to an alternative method of insulin delivery, specifically mdi. A new replacement pump was sent to the customer under warranty, and instructions were provided for returning the faulty pump. The customer understood and acknowledged the steps required for both receiving the replacement and returning the defective pump.